Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (pod pcs). It was noted that the patient''s anatomy was tortuous. During the procedure, while advancing a pod pc into the target vessel using a non-penumbra microcatheter, the physician encountered resistance and subsequently, the pod pc unintentionally detached with approximately 25 centimeters of the embolization coil in the vessel. The physician then attempted to push the remaining 5 centimeters of the pod pc out of the microcatheter using the pusher assembly but pushed the microcatheter more proximal into the vessel instead. The physician then decided to remove the pusher assembly and try injecting saline to push the residual coil into the vessel. However, upon retraction of the pusher assembly, there was negative pressure within the microcatheter that pulled the pod pc even more into the microcatheter. Next, the physician very slowly removed the pusher assembly and injected saline to push residual coil out of microcatheter. As a result, the pod pc was shifted proximally within the lower treated vessel. The lower pole branch of the splenic artery was successfully embolized and the physician decided to end the procedure at that point. There was no report of an adverse effect to the patient.